Event description:
Additional information: it was reported that the patient does not have concerns regarding their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387040, lot# v008951, implanted: (B)(6) 2007. Product type: lead: product ID 3387-40, lot# v004841, implanted: (B)(6) 2006. Product type: lead: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostimulator. (B)(4).

Event description:
(B)(6) 2012 crts pt reports a loss of therapeutic effect following some type of environmental exposure. Caller reports exposure to a theft detector or security gate. Was device turned on during exposure? Yes. Caller notes it was a "long time ago" and could not remember time frame of reference. Caller states she used therapy controller to turn therapy back on. Compatibility guidelines were requested for the following: CT/cat scans. Urologist has ordered renal colic CT scan of stomach. Patient is getting the CT scan for utis and to check for possible blockage.